Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the power issue was due to the charge-pak flex cable. The cable had physical damage which prevented the hybrid layer capacitor (hlc) batteries to properly charge. The device was achieved. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.